Event description:
It was reported that during initial implant procedure, the pin of the left ventricular lead remained in the header and the conductor pulled out from the end of the lead after the physician gave the lead a gentle pull to check header and pin connection. The lead was replaced. Patient was completely asymptomatic and did not encounter any adverse event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.